Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Malf code 03: the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes. Battery-not holding charge; the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; additionally, a unexpected reset issue was identified.